Event description:
A 2.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of a coronary lesion. 38 days post stent implant, it was reported that the patient was admitted to the hospital with rectal bleeding. The patient was discharged the following day. Four days later, a colonoscopy revealed an ulcer in the colon. The patient stated that he was not taking aspirin when rectal bleeding occurred and the 4 days following. The patient then resumed 81 mg aspirin. The physician did not stop plavix or aspirin on permanent basis. The investigator's assessment was that there was no relationship to the study device nor index procedure. Please note that this device was distributed to an investigational site for use in a clinical trial and is also commercially available as the united states distributed product.

Manufacturer narrative:
Results: lack of information: conclusions code: gi complication.